Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The initial approach for the index surgical procedure? Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? Were there any concomitant procedures performed? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates. If reoperation: please provide the dates. What were the findings on reoperation. Are there any pictures for evaluation? Provide product lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced 2mm mesh exposure which was noted on follow up after surgery and was taken to theatre to re-suture skin edges as the patient was cured from the stress incontinence and did not wish any part of the mesh removed. The patient needed a short anesthetic for re-suturing. The patient has been seen in follow up and is doing well. Additional information has been requested.